Event description:
The caller reported experiencing difficulty with secretions sticking to the sides of the endotracheal tube, sometime over the past two months. The pt required a non-routine replacement of the tube. The tube was discarded.